Manufacturer narrative:
Date of event: unknown/asked but unavailable. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing blurry vision in both eyes (ou) resulting for the need to explant both intraocular lenses (iols). The iols were explanted on separate days and replaced with non-johnson & johnson iols. The incision was enlarged. There was no patient injury. No additional information is available. This report is for the left eye (os). A separate report will be filed for the right eye (od).

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 7/1/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue "hm-blurry vision" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.